Event description:
A ca20/15 was used by a dr during a percutaneous liver biopsy. The doctor thinks that part of the needle may have been broken off in the pt's liver during the procedure because a foreign object that looked metallic was visible under liver cat scan during and after the procedure. The tissue sample was successfully obtained and there was no negative pt outcome noted.